Manufacturer narrative:
(B)(4): results: quality engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon investigation completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the hypotube, outer member, balloon, stent implant, and in the guide wire lumen. There was no contrast visible. The stent implant was returned dislodged from the sds. Half of the first two rows of proximal struts were mangled. Half of the first two rows of distal struts were stretched. The middle portion of the stent implant was slightly smashed. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. The tip was not detached a reported. There were no kinks or damage noted to the tip or inner member. There were multiple kinks sporadically on the hypotube. There was no other damage noted to the sda. The protective sheath was not returned. The tip seal length was measured and met mfg criteria. The outer diameter measurements of the stent implant could not be taken due to the damage. Quality engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon investigation completion.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in pt's anatomy and caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the pt had a highly calcified lesion. Balloon dilatation was performed first, and then a xience v was delivered; however, the xience v did not cross the lesion. During retrieval of the xience v, the stent was separated from the delivery system. This occurred outside of the pt's body and there were no pt effects. It was also noted that some of the stent struts were flared. No add'l event or pt info is available.